Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after using the device for 2 hours in the case, the blade locked-up and the knife trigger would not pull back. Another device was opened to complete the case. There was no patient injury.